Event description:
The hcp reports the pt has been difficult to manage "due to pt's wants to micromanage their pump. At times wants it out. Then doctors decrease the pump rate. Experiences withdrawal symptoms. Then doctors increased back up." In 2003 the hcp did a pump myelogram. The results were not reported. The pt is reported to have recovered without sequela.